Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the balloon was returned inserted through a 7fr introducer sheath. A complete detachment of the balloon was observed at the proximal balloon glue joint. The polyimide remained intact. The distal tip of the sheath was severely flared, indicating retraction issues. The distal tip of the balloon was protruding from the distal end of the introducer sheath. Additionally, the balloon material was prolapsed over the distal tip of the catheter, indicating retraction issues. The detachment at the proximal balloon glue joint was examined under magnification (microscope 10x). The edges at both ends of the detachment were stretched and jagged, indicating that excessive force caused the detachment. The sheath was removed from the balloon and a fiber disturbance was identified on the balloon, approximately 7.6cm from the distal tip. No signs of a rupture were identified. No other anomalies were observed to the device. Functional/performance evaluation: the balloon was unable to be retracted or advanced through the sheath. No additional functional testing could be performed due to the balloon detachment medical records review / image/photo review: no medical records, images, or photos were provided. Conclusion: based on the returned sample condition, the complaint investigation is confirmed for sheath retraction issues and a balloon detachment. The complaint investigation is inconclusive for a balloon rupture, as no ruptures were identified and functional testing could not be performed. Per the event details, the pta balloon ruptured within an in-stent restenosis in the aorta. Per the atlas IFU (instructions for use), atlas pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The balloon is not indicated for use within the aorta or within a stent. It is unknown whether there was an interaction between the balloon and stent which caused or contributed to the reported failure. It is likely that the reported balloon rupture contributed to the retraction issues and balloon detachment. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. Labeling review: specific warnings, precautions and directions for use of the atlas pta dilatation catheter are included in the current instructions for use (IFU).

Event description:
It was reported that the pta balloon ruptured at 4 atm during the first inflation in an in-stent restenosis in the aorta. The health care provider reported that during retraction into the sheath, the pta balloon allegedly became stuck and separated from the shaft. The hcp further reported that surgical intervention was required to safely remove the balloon catheter and sheath. Another balloon was used to successfully complete the procedure. There was no known impact or consequence to patient.